Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient was recharging last night and her controller screen showed software problem: 1. Intellis 2. 3.6 3. 243 4. Qf_port. During the call, the patient took put the controller battery and put it back in. The patient stated the screen has now updated and she is able to charge. The patient mentioned sometimes the ins is harder to find because sometimes it sticks out a little and sometimes it is deeper. No further complications were reported. No patient symptoms were reported.